Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed incoming functional testing. The cause for the test failure was isolated to a cracked r84 resistor on the defibrillator board. The root cause for the damaged r84 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable event. Upon service investigation, monitor sn (B)(4) failed incoming functional testing.